Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿needle experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 328290 batch no: 3015132m consumer reported the needles are hard to insert into the site on first 4-5 syringes from first packet. Consumer reported the plunger on 2-3 would bend during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2021. H.6. Investigation: customer returned a total of 6 syringes in a polybag labeled for 0.5ml, 31 gauge, 8mm syringes from lot 3015132. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured. All of the needles were measured within acceptable outer diameters for 31 gauge needles. The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. Additionally, the plungers were all observed to be undamaged and functioned as intended. Due to the batch being manufactured in 2013 and files are retained for 7 years, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿needle experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 328290 batch no: 3015132m. Consumer reported the needles are hard to insert into the site on first 4-5 syringes from first packet. Consumer reported the plunger on 2-3 would bend during injection.